Event description:
It was reported that the 9800 system intermittently had white images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The contrast and auto histo were adjusted during the service call. The system was tested and found to be working as intended and put back into service.